Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 5/18/2023. On 05/21/2023, the patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the abdomen. The patient experienced vomiting and diabetic ketoacidosis. The cgm display device was reading high, then dropped to 43 mg/dl without an alert. The patient checked the bg which was 505 mg/dl. The spouse transported the patient to the hospital where she was admitted for 4 days and treated with lantus and novolog and recovered after treatment. At the time of the report, the patient was in good and stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.